Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The date the intrathecal (it) supply was running low was first noted and patient having been admitted to the hospital was indicated as not applicable. The patient did not experience any symptoms related to the report of the it supply was running low and having bee admitted to the hospital. It was further reported that the patient was due for their first pump refill after replacement. The serial number of the model 8667-20 pump was clarified as (B)(6), and it was further indicated that the pump was implanted on (B)(6) 2025. Regarding troubleshooting/diagnostic tests performed, it was noted that no issues noted with readout of the pump, but the expected pump reservoir volume was 6 ml, and the actual reservoir volume was 18 ml. Refer also to MFR report number 2182207-2025-03314 regarding a reported of pump reservoir volume discrepancy related to catheter blockage. The cause of the it supply running low and patient having been admitted was further indicated as not applicable. As of (B)(6) 2026, the pump had been refilled twice with baclofen. The pump remained implanted and in-service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the hcp had a patient whose intrathecal (it) supply was running low was admitted to the hospital.